Event description:
The customer reported that the unit failed to power up in the correct mode.

Manufacturer narrative:
The customer reported that the unit failed to power up in the correct mode. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.